Event description:
It was reported that pump displayed cartridge change error even after customer attempted to load replacement cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to inspect cartridge and pump areas, clean pump, and attempt cartridge loading, but error continued, so technical support arranged replacement pump and sent box of cartridges, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.